Event description:
Portico ng approval study, patient site ID: (B)(4). It was reported that on (B)(6) 2022, a 29mm navitor valve was implanted into the patient. On (B)(6) 2023, the patient had a high gradient on the aortic valve. No treatment was done. On 03 march 2023, the patient experienced sharp chest pain. An electrocardiogram (EKG) revealed sinus rhythm. Medication administered. The patient is stable. It is believed that the chest pain is not related to implanted device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of high aortic gradient and 'sharp' chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the patient's medical history included coronary artery disease, present or historical tobacco use, anemia, hemorrhage, excessive bleeding and hypertension. The field also indicated that there was no allegation against the abbott device and that the reported incident were not related to the valve and its performance but likely related to past medical history. Based on the information received, the root cause of the reported incident could not be conclusively determined but could have been as a result of patient history. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.